Event description:
A 62 year old male remaine asystolic for 3 hours following reanastomosis of the cardiac vessels during heart surgery. The patient had the heart transplant some time in the last three months for idiopathic hypertropic subaortic stenosis. The heart had been preserved in viaspan (lot number d8k03-7100). The patient's history is significant for 2 prior cardiac surgical procedures and hypertension. The ischemic time for the heart was 4 hours and 20 minutes. The patient remained on bypass for 7 and one-half hours. One week after the surgery, the patient had normal left ventricular function. The organ donor was a 27 year old who died of a bleed in the head. Prior to the harvest, the donor was receiveing dopamine "5." According to the surgeon, the donor's lungs were not suitable for harvesting due to neurogenic adema. The donor's other organs were harvested and worked well except for the kidneys that may have had slightly more acute tubular necrosis. Penicillin, insulin and dexamethasone were added to the viaspan just before the transplant surgeons left to harvest the organs. The viaspan remained in the original bags during use and the via span was not filtered. According to the surgeon, the transplant coordinator thought the viaspan used to preserve this heart looked a little thicker than normal. The surgeon was uncertain whether there was any relationship between viaspan and the events. The hearts in 2529306-1999-00005-00007 were harvested by the same surgeon.